Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. A visual inspection was performed and the receiver would not boot up. The case was opened for further evaluation. An interior inspection did not find moisture damage but confirmed the customer complaint of an overheating receiver. The root cause was determined to be a defective u6 component on the main printed circuit board.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver was overheating. No additional event or patient information is available. The receiver was not provided for evaluation. The reported event of the receiver overheating could not be confirmed. A root cause cannot be determined.